Event description:
On (B)(6) 2023, the peg tube was removed as planned. A dressing was placed at the stoma site that could not be handled for 48 hours.

Manufacturer narrative:
Reference record (B)(4).

Event description:
On (B)(6) 2023, a patient in portugal underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On 25 sep 2023, it was reported that the patient had pus and a slight flush on her stoma. Home professional will clean with betadine and on (B)(6) 2023, will have an appointment with the neurologist. On (B)(6) 2023, a culture was done and revealed ¿klebsiella in the stoma pus¿. The patient was treated with cefuroxime 500mg twice a day. On an unreported date, the event recovered. On (B)(6) 2023, there was a gastric content leak.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.